Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or problem which is expected to have been present whilst implanted. The conductor link of the device was exposed inside the middle ear. The reason for the exposure is unknown. Other mechanical damages found during investigation are attributable to the removal surgery. The user was re-implanted. This is a final report.

Event description:
The conductor link of the device was exposed inside the middle ear. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The conductor link of the device was exposed inside the middle ear. The user was re-implanted.